Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient collapsed and could not be revived by the emergency medical services. The patient was transported to the emergency room where they were pronounced dead. It was reported that pd therapy was ongoing however; the patient was not performing therapy at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Sample analysis did not identify any failure or malfunction that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.